Manufacturer narrative:
Evaluation results: the product was received without instrument marks on the can. The ipg communicated with the lab programmer. There is no alleged device failure to meet specification. The pt's dissatisfaction of pain relief from the stimulation could be confirmed through product testing, therefore, functional testing was not performed. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2011-05321. The pt received his scs system on (B)(6) 2010 including an ipg and a paddle lead. It was reported that the pt had been feeling the stimulation but was not pleased with the pain relief he was receiving. He was also concerned about a foreign device being implanted in his body. As a result, he elected to have the entire system explanted.